Event description:
It was reported that the implantable pulse generator (ipg) had become difficult to charge and patient had difficulty keeping it charged despite of optimizing the program. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date manufacturer became aware of the event.